Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the 'patient had epidural insitu. Nr fit epidural line leaking at filter, then became disconnected when patient repositioned herself in bed'. There were 3 patients involved, but unknown patient harm.

Manufacturer narrative:
H3: neither samples nor pictures were received for analysis. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A DHR review could not be performed because the lot was not provided by the customer.